Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Returned sample evaluation: no photographs associated with this case were received and no unused return sample was received for evaluation. Conclusion summary of the related event: based on the results of the preliminary investigation, the batch record review was performed and no discrepancies were found. In addition, the failure modes reported could not be replicated. Furthermore, through the process investigation it was concluded that the reported issues can be associated to the mixing process. The root cause investigation tw# (b)94) was generated in which the causes and actions identified are directly related with the problems reported by the customers. For all the explanation above, a root cause investigation (rci) is not necessary. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user had no output since the skin barrier was applied. By the following evening, she developed some abdominal pain on the left side and the appliance was removed. They noted that there was a layer of stool under the skin barrier. The stool also came out of the stoma once the moldable appliance was removed. As per her son who did the moldable application, the end user's stoma size was 32mm. Since the end user was back to a cut-to-fit product, she had stool output and no abdominal pain. She had some blood on the edge of the stoma at the time of appliance removal the prior evening. She was seen by a homecare nurse on the day of this report, who said her stoma looked okay. No photo is available at this time.